Manufacturer narrative:
Concomitant medical products: 4548 lead, implanted: (B)(6) 2012. 407645 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead noise warning due to a ventricular oversensing-noise episode which appeared to be a fine sensed signal from a ventricular arrhythmia episode. The lead remains in use. No patient complications have been reported as a result of this event.